Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (275 mg/dl). Reportedly, the customer ran out of insulin as expected, and did not change the pump supplies. Customer addressed elevated bg levels with manual injections.